Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced blood glucose of 45 mg/dl which was addressed with customer consuming carbs. Reportedly, the believes the pump basal settings were to high. Tandem technical support advised customer to follow-up with healthcare professional to adjust settings.